Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of working outlet and charging accessories and eventually used power bank to successfully charge pump.